Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 23-jan-2017: (B)(6) added as reporter; nca number; essure implant and explant dates; previous reported event strange metal part in the middle of the implant seen during placement updated to part of metal wire rope was in the middle of implant; endometrium swelled during essure insertion, so the procedure was stopped and tried to remove only the part but then also the whole implant came out from tube added as adverse events. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During this attempt, essure device had 3-4 trailing coils were seen. However, the physician saw part of metal wire rope was in the middle of implant (interpreted as device breakage) and while removing the coil immediately, it stretched. A laparoscopic removal of both tubes and also removal of implant in situ in left tube were performed. Device breakage is an anticipated event in the reference safety information of essure. In this case, the device breakage occurred at time of insertion of essure to right side. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. The product technical investigation resulted in an unconfirmed quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on 20-oct-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted, lot number d60143. The physician has performed successful essure insertion on the left side of the patient earlier. Uterine membrane was swollen and there was no more visibility to the right side tubal opening. Insertion was not done on the right side at that time. A new insertion attempt was performed on the right side. Tubal opening was clearly seen, implant did not go so smoothly to the tube, but it was anyway going until the black mark. Releasing was normal and normal amount of coils (3-4) could be seen. The physician saw strange metal part in the middle of the implant and that's why she did not leave the implant in the tube. She removed it immediately and coils of course stretched. The patient was scheduled for a laparoscopic sterilization. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During this attempt, essure device had 3-4 trailing coils were seen. However, the physician saw strange metal part in the middle of the implant (interpreted as device breakage) and while removing the coil immediately, it stretched. Device breakage is an anticipated event in the reference safety information for essure. Given the nature of this event and the fact that it occurred in the context of difficult visualization of tubal opening and that essure did not enter smoothly into the tube, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as did not lead but could have led to death or serious deterioration in health under less fortunate circumstances. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
(B)(4). Visual inspection was performed and it was confirmed that all components are present, all IFU steps were completed, inner catheter and delivery wire bonds were cured, no damages were observed on delivery catheter, the micro-insert was deployed and detached from the system, micro-insert was observed damaged (stretched), no damages were found in the half band. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record (d60143 production date 18-feb-2015 expiration date 28-feb-2018) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-dec-2016: no further information is expected. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During this attempt, essure device had 3-4 trailing coils were seen. However, the physician saw strange metal part in the middle of the implant (interpreted as device breakage) and while removing the coil immediately, it stretched. Device breakage is an anticipated event in the reference safety information of essure. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was conservatively upgraded to incident because the physician did not exclude damage to the isthmic portion of the tube (overgrowth). The coils were removed by hysteroscopy. The product technical investigation resulted in an unconfirmed quality defect. No further information is expected.